Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported an inaccurate fill estimate. Blood glucose was not impacted. Customer reloaded the same cartridge and received an accurate fill estimate.